Manufacturer narrative:
No parts were replaced. The device passed all performance assurance tests and was placed back into use with the customer. Philips was not able to confirm the reported malfunction. Because the problem could not be recreated, the cause cannot be determined.

Event description:
It was reported to philips the device failed to capture ECG. There was no tracing on 4/12 lead and ECG changed from dotted line to full amplitude sporadically. The device was in use on a patient and there was no adverse event to patient or user.

Event description:
It was reported to philips the device failed to capture ECG. There was no tracing on 4/12 lead and ECG changed from dotted line to full amplitude sporadically. The device was in use on a patient and there was no adverse event to patient or user.

Manufacturer narrative:
A philips field service engineer (fse) evaluated the device and was unable to duplicate the issue. No parts were replaced. The device passed all performance assurance tests and was placed back into use with the customer. Philips was not able to confirm the reported malfunction. Because the problem could not be recreated, the cause cannot be determined.